Event description:
It was reported that the patient had advisory alarms on their mobile power unit (mpu) when going to bed. The patient denied being hooked up to the mpu during daily life activities. The patient's mpu was exchanged.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section d1: corrected. Section d4, primary UDI number: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of an advisory alarm while connecting to the mobile power unit (mpu) was unable to be confirmed. The mpu (serial number: (B)(6)) was returned for analysis to the service depot and was functionally tested and passed all testing. The reported event of an advisory alarm while connecting to the mpu was unable to be reproduced during testing. Additional provided information stated that the patient has the v-lock connector on the alternating current (ac) power cord of the mpu, that log files were unavailable, and that the mpu would be returning. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records for the mobile power unit (serial number: (B)(6)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including alarms that occur on the mobile power unit (mpu), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.